Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the fork is bent as the facility took the chair over a curb.